Manufacturer narrative:
Technical discussion between the manufacturer determined that the implant was probably too proximal. The root cause of the reported event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant broke after the surgery. A new surgery was required.